Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was unable to feel the vibratory patient notifier when testing in clinic. Attempts to resolve the issue were unsuccessful. The patient will be monitored frequently for any potential alerts that may be missed as a result.